Event description:
The user facility reported that during a patient procedure a crack occurred in the major elbow of the table where it bends to raise the patient's head or legs. The patient was transferred to another table and the procedure was completed successfully without delay; no injuries were reported.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris engineering evaluated the seat section of the 3085 surgical table and it was determined that the noted crack was a result of misuse, specifically excessive force being applied on the left side of the leg section which created a downward force on the opposing side of the table resulting in a broken casting. The table has been removed from service and a replacement table has been provided.